Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient experiencing fatigue presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. After a successful device download, normal function resumed.